Event description:
Drive medical has received an attorney's letter forwarded by one of our customer's insurance carrier, notifying drive medical of a complaint that the claimant allegedly fell. As a result of the fall, which was caused by the collapse of the seat on a rollator originally distributed by drive medical, the claimant allegedly sustained a fractured skull. This MDR report is based on the attorney's complaint.